Event description:
The surgeon inserted a aq2003v three piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury.